Event description:
The device was used during a laparoscopic biopsy. Reportedly, the seal was torn and the device leaked. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.